Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised to address painful hemi with potential cuff deficit. Doi: unk dor: (B)(6) 2019 left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.